Manufacturer narrative:
Initial MDR was filed on 09-apr-2021. Mdrs 2517506-2021-00089 and MDR 2517506-2021-00098 were filed for the same event. Additional information (07-may-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated beta human chorionic gonadotropin (bhcg) result on a dimension vista 1500 system. Headquarters support center (hsc) has reviewed the information provided. Review of the instrument data logs showed that no instrument malfunctions occurred during the time the sample was processed. Hsc requested that the sample be sent to siemens for additional testing, however the sample was no longer available. As stated in the instructions for use (IFU) for dimension vista bhcg: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. MDR 2517506-2021-00089 supplement 1 and MDR 2517506-2021-00098 supplement 1 were filed for the same event. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
MDR's 2517506-2021-00089 and 2517506-2021-00098 are being filed for the same event. The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely elevated beta human chorionic gonadotropin (bhcg) patient result was obtained on a dimension vista 1500 instrument. Siemens is investigating the event.

Event description:
A discordant falsely elevated beta human chorionic gonadotropin (bhcg)patient sample result was obtained on a dimension vista® 1500 system. The initial result was reported and later questioned by the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated discordant bhcg result.